Event description:
It was reported that during a laparoscopic cholecystectomy procedure, a hole was noticed in the device while using a flexible scope. The sales rep stated that the scope was being used to watch instruments being introduced through the port. It is believed that the heat from the scope's light source caused the hole. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Date sent: 11/24/2010. Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.